Manufacturer narrative:
Concomitant medial products: 383059 lead, implanted: (B)(6) 2006.

Event description:
It was reported the patient is deceased. It was also reported the patient developed chest pain in the night and expired "on the way to surgery." Additionally, it was stated "the device was supposed to shock the patient, but did not." The cause of death was listed as natural. Additional information regarding the circumstances surrounding the death was requested but was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.